Manufacturer narrative:
At the time of this report the affected devices have not received. For the devices that lot numbers were provided, the device history records were reviewed and found to be conforming. Due to the massive metallosis, article number as well as serial number of the allofit cup and metasul alpha insert were not legible. An e-mail was already sent to the hosp to provide the missing product info, as well as pt details. Once the affected products are received and investigated and the investigation result has been made available, an updated report will be submitted. (B)(4).

Event description:
It was reported that the pt received an alloclassic sl stem 6 12/14, sometime in 2007 (exact date not reported). On (B)(6) 2014, the pt underwent revision surgery due to severe metallosis. According to the surgeon who performed the revision surgery, the zyemueller stem neck showed strong sings of wear which most probably caused by non-conforming head stem combination (head had cone was 14/16 but the stem was 12/14/). An in-depth investigation will be done to confirm the correct product numbers when the devices are returned.